Manufacturer narrative:
.

Event description:
It was reported that a revision was performed. Placement of screw did not go through nail hole in original surgery. The following day another screw was inserted, and the original screw was left in situ.

Manufacturer narrative:
The associated device was returned and evaluated. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A dimensional inspection was completed which revealed the device to meet all specifications. Functional testing was completed which revealed that one of the retaining rings was out of place. Once the retaining ring was adjusted back into place, the device passed all functional testing. Our investigation concludes that the experienced failure was a result of the displaced retaining ring. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.